Event description:
During endometrial ablation using novasure, vacuum failed on repeated attempts. Representative was consulted and recommended replacing device, which was done. The second device operated properly.